Manufacturer narrative:
The insulin pump passed functional test including unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All buttons functioned properly. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. No alarms and no button error alarm noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and two additional error alarms. Customer reported that she had been experiencing low blood glucose levels for one week leading up to the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.